Event description:
It has been reported to philips that the tube was arcing and caught on fire. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was basically done at the time of the event and for the rest of the procedure, it did not require a tube or x-ray. The philips field service engineer (fse) inspected the system onsite and confirmed that the tube was arcing during the procedure and the small focus didn't work. Upon functional testing, the fse checked the logs file and found an error message of the small filament open and tube arcing. To resolve the issue, the fse replaced the tube and performed the calibration. After replacement and necessary calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.